Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10910. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system (wds) and watchman ® access system (was) were used. The was was not deep seated prior to deployment of the closure device. The closure device was deployed; however, required a partial recapture. During repositioning, the closure device didn¿t open properly in the laa and a perforation occurred distal to the laa ostium. This caused a pericardial effusion which required a pericardiocentesis drain. The procedure was completed with another wds and was and the patient is currently stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant of the wds was fully deployed outside of the sheath, attached to the core wire, with the markerband firmly fixed around the frame of the implant. The device was bloody inside and outside. The hub, valve, sheath, tip, markerband, core wire and implant were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions), markerband dislodged from sheath and migrated to sit around the implant with damage (multiple indentations) around the markerband, core wire damage (kink, smashed) located 3cm from the tip, the tip was damaged (tricuts flared, separation of the layers, abrasions, perforations), perforation/hole in sheath where markerband had been, fabric damaged (holes/perforations), and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10910. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device and delivery system (wds) and watchman access system (was) were used. The was not deep seated prior to deployment of the closure device. The closure device was deployed; however, required a partial recapture. During repositioning, the closure device didn¿t open properly in the laa and a perforation occurred distal to the laa ostium. This caused a pericardial effusion which required a pericardiocentesis drain. The procedure was completed with another wds and was and the patient is currently stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the partial recapture, the marker band from the wds had detached and was located around the closure device, which prevented it from opening.